Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has ¿not been able to make it work¿ and stated she has been having a ¿terrible time and getting no relief¿. She confirmed her stimulation is on at group a, program 1 at 6. She has been feeling a ¿shocking when it's too high¿ down her leg and stated that it is going down ¿the wrong leg¿. She inquired if this could be related to a certain way she is sitting on the implant. She stated she was getting a message on controller to charge ins on call but stated "this has been plugged in all night" (referring to the controller). She clarified that she charged both the controller and ins yesterday. She stated, ¿it sucks the battery out so fast¿. When she charged her ins yesterday it "sucked" the controller battery down to 50%. She noticed this each time since she started charging. Her ins was at 100% at 6 pm yesterday and stated the ins was down to 70% at 12 am. When she tried recharging, she had trouble finding ins location to begin charging, but confirmed she located ins. She was successfully charging ins with excellent recharge quality. She still has stitches from implant. Her ins battery level had an ¿orange stripe and a triangle¿. She later stated her ins was at 30%. She inquired why the ins would be out of battery ¿since it's done nothing¿. This started when she got her charging equipment on aug-10. She has not been getting therapy relief since implant. She was educated on how to use the controller and recharger. It was reviewed how to charge, change groups, and increase stim. She had not been trained. She was redirected to her healthcare provider (hcp) to discuss symptoms and programming.